Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg is inoperable. The patient has not recharged the ipg since approximately 2012. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. The patient was doing well postoperatively.

Manufacturer narrative:
The physician determined it was best to leave all the devices implanted at this time thus nothing was explanted. Surgical intervention may be pending in the future.